Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scratches on the pump, motor error, or button error and stuck button error from sitting on it. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported receiving a pump error. Customer reported physical damage (scratch) on the pump. Customer reported a keypad anomaly and/or stuck button alarm. It was unknown whether the customer will continue the use of the device. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No drive motor anomaly noted during test. Motor was tested outside of the device and passed. No stuck button error alarms noted during testing. All buttons function properly. However, moisture damage noted on keypad traces. Verified pump alarmed stuck button on (B)(6) 2024 2:49:08 pm in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, end cap address label missing and minor scratches on lcd window. All buttons functioned properly during test. No stuck button alarm noted. No drive motor anomaly noted during test. Cosmetic damage was confirmed at lcd window during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.